Manufacturer narrative:
The benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 86.0 cm from the proximal hub. The distal tip of the catheter was ovalized. Evaluation of the returned benchmark confirmed that the catheter was fractured towards the distal end and the tip was ovalized. If the catheter is forcefully handled during preparation for use, this damage is likely to occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technician noticed that the tip of the benchmark 6f 071 delivery catheter (benchmark dc) was fractured. The damage to the benchmark dc was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new benchmark dc.